Event description:
It was reported that the marker was detached. A percuflex drainage catheter was selected for use. During the procedure, the marker was found detached, and it took a long time to remove the device from the patient. The physician used another device to remove the catheter. No complications were reported.

Event description:
It was reported that the marker was detached. A percuflex drainage catheter was selected for use. During the procedure, the marker was found detached, and it took a long time to remove the device from the patient. The physician used another device to remove the catheter. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. However, a media inspection was performed with the picture attached. Based on the media inspection results, the reported allegations of stent break could not be confirmed, since the reported issue was not shown in the picture.